Event description:
The customer stated that the ag-920pa multi-gas unit's (used for measurement of anesthetic gas agents, oxygen, or co2) baseline drifts and that the readings are inaccurate. The biomed changed the dryline and the filter. He also tried a different vital signs monitor. MFR ref #: 8030229-2015-00044.